Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion which was reproduced during evaluation by observing a delay in downstream occlusion detection. Downstream occlusion sensor was found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Evaluation found the symptom to be caused by a failed force sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion and continuously alarms downstream occlusion. There was no patient involvement. No additional information is available.